Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, went into a coma and was subsequently hospitalized. No specific bg value was provided. It was also reported that a continuous glucose monitor (cgm) error occurred. The contact declined to answer any questions or complete any troubleshooting with tandem technical support.